Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("severe bloating"), acne ("acne"), menstruation irregular ("irregular periods") and migraine ("severe migraines"). The patient was treated with surgery (partial hysterectomy to remove the essure device). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, abdominal distension, acne, menstruation irregular and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, menstruation irregular and migraine to be related to essure. The reporter commented: patient had no history of migraine prior to undergoing the implantation of essure diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coil properly place and tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the location of the perforation: fallopian tube"), abdominal pain ("abdominal pain/cramping"), genital haemorrhage ("unusual bleeding/pelvic area (unusual bleeding)") and uterine haemorrhage ("abnormal uterine bleeding") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage in 2007, pulmonary embolism (lenten options of medical therapy secondary to history of pulmonary embolism.) On (B)(6) 2010, absence of menstruation (no menstrual cycle since receiving lupron. No menstrual cycle since endometrial ablation.) On (B)(6) 2010, bleeding menstrual heavy (heavy menstrual cycles with debilitating dysmenorrhea.) On (B)(6) 2010, headache, bipolar disorder, appendectomy, gravida, biopsy, hemorrhoidectomy, malignant melanoma excision, cervical dysplasia and gravida I. Previously administered products included for an unreported indication: lupron on (B)(6) 2010 and birth control pills. Concurrent conditions included dysmenorrhea (heavy menstrual cycles with debilitating dysmenorrhea.) Since (B)(6) 2010, left lower quadrant pain (right lower quadrant pain) since (B)(6) 2010, drug allergy since (B)(6) 2010, latex allergy since (B)(6) 2010, drug allergy since (B)(6) 2010, vaginal discharge since (B)(6) 2010, body temperature fluctuation (patient experiencing some temperature fluctuations which may be secondary to her last lupron injection.) Since (B)(6) 2011, bleeding breakthrough (2 episodes) since (B)(6) 2011, parity 1 since (B)(6) 2011, reflex sympathetic dystrophy since (B)(6) 2011, flash hot since (B)(6) 2011, urinary incontinence since (B)(6) 2011, migraine headache since (B)(6) 2011, nabothian cyst since (B)(6) 2012, adenomyosis since (B)(6) 2012, kidney stones since (B)(6) 2012, pulmonary embolism since (B)(6) 2012, cystocele and rectocele. Concomitant products included anaesthetics (anesthesia), cilest (ortho tri-cyclen) from 2005 to 2010, esomeprazole magnesium (nexium), leuprorelin acetate (lupron), sumatriptan (imitrex) and topiramate (topamax). In 2010, 9 months 16 days after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced menstruation irregular ("irregular periods /unusual menstrual cycle") and pelvic pain ("pelvic pain/pelvic area (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal distension ("severe bloating"), acne ("acne") and migraine ("severe migraines"). The patient was treated with diclofenac potassium, etodolac, sumatriptan, surgery (hysterectomy), surgery (partial hysterectomy to remove the essure device) and surgery (endometrial ablation). Essure was removed on (B)(6) 2012. In 2011, the abdominal pain, genital haemorrhage and back pain had resolved. At the time of the report, the fallopian tube perforation, uterine haemorrhage, abdominal distension, acne and migraine outcome was unknown and the menstruation irregular and pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, acne, back pain, fallopian tube perforation, genital haemorrhage, menstruation irregular, migraine, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: patient had no history of migraine prior to undergoing the implantation of essure start date of essure was changed from (B)(6) 2011 to (B)(6) 2010. Two dates for essure removal was reported (B)(6) 2011(as per pfs) and (B)(6) 2012. Insertion details,-the first implant curled within the opening and was bent, it had not been retracted. It was removed. A second device was placed in the opening and it was bent in the distal portion, it was removed, then panned further to the right and identified the appropriate ostia again and the device was easily placed. There was a defect in the endometrium. Physician did not believe there was a perforation of the uterine cavity based on these two facts. Physician did feel uncomfortable pursuing the endometrial ablation because of the defect in the endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure coil properly place and tubes were occluded. Essure coils were properly in place and that her fallopian tubes were occluded. On (B)(6) 2010, exam: pelvic sonogram. Clinical history and symptoms: pelvic pain on the left side. Post-op essure implants (B)(6) 2010. Ovaries and adnexal findings: right ovary: 2.1 cm in average diameter. Normal in shape and echotexture. Adnexal region: essure implant identified. Left ovary: 2.4 cm in average diameter. Normal in shape and echotexture. Adnexal region: essure implant identified. On (B)(6) 2010, subjective: patient presents today for postoperative evaluation. She is status post essure. Hysteroscopic tubal occlusion. It has been present for same time even prior to her surgery. No bowel or urinary complaints. Ultrasound completed last week was normal. Surgery reviewed. Assessment: I. Normal postoperative evaluation. 2. Abdominal wall pain - rule out hernia. Plan: patient will follow up with general surgery. Endometrial ablation in december. On (B)(6) 2010, assessment: pelvic pain, std exposure, s/p essure plan: pelvic ultrasound cultures and blood work. Patient will only be notified if results are abnormal. On (B)(6) 2010,hcg negative. On the same day exam: pelvic sonogram clinical history and symptoms: pelvic pain on the left side. Post-op essure implants (B)(6) 2010. Patient is scheduled for an endometrial ablation on (B)(6) 2010. Ovaries and adnexal findings: right ovary: 2.1 cm in average diameter. Normal in shape and echotexture. Adnexal region: essure implant identified. Left ovary: 2.3 cm in average diameter. Normal in shape and echotexture. Adnexal region: essure implant identified. On (B)(6) 2010, subjective: patient presents concerned with possible sexual transmitted disease. Red stippled area inside left labia minora. White vaginal discharge last thursday. Assessment: std exposure/vaginal discharge. Plan: genapap submitted. Patient will only be notified if results are abnormal. On (B)(6) 2011, some back pain which may be consistent with ovulation. On (B)(6) 2012, preoperative and postoperative diagnosis: pelvic pain, dub. Procedure: savh, ap repair, suprapubic tvt suspension. Specimen: a uterus with tubes. Final diagnosis: uterus and fallopian tubes, hysterectomy and bilateral salpingectomy (101 grams): a) unremarkable ectocervix. B) endocervix with nabothian cysts. C) area of weakly proliferative endometrium. D) area of nonviable endometrium, compatible with previous ablation. E) extensive adenomyosis. F) right fallopian tube with para tubal cyst. G) unremarkable left fallopian tube. Gross description: the specimen is labeled as uterus and tubes. It consists of a single uterus with attached bilateral fallopian tubes weighing 101 grams. The uterus measures 8.5 x 6.0 x 4.0 cm. The left fallopian tube measures 6.0 by up to 1.0 cm including a somewhat hemorrhagic fimbriated end. The right fallopian tube measures 8.0 by up to 1.0 cm including a somewhat hemorrhagic fimbriated end. The serosal surface of the uterus is pink-tan and smooth. The ectocervix is pink-tan and smooth and grossly normal. The endocervical canal is grossly normal. The endometrial lining is thin. Serial sectioning in the myometrium reveal areas of cystic change filled with blood, present mostly in the posterior aspect. Representative sections are submitted as follows: al anterior cervix, a2 posterior cervix, a3 anterior endometrium/ myometrium, a4 posterior endometrium/ myometrium, a5 sections of cystic areas, a6 section of right fallopian tube, a 7 section of left fallopian tube. On (B)(6) 2012, hpi: patient with gravida 1, para 1, who presented on (B)(6) 2012 with interesting history of having had an essure procedure 2 years ago, having had a perforation of either the uterus or fallopian tube at that time, having then had a novasure several months later, later having had an hsg revealing tubal occlusion, but said very intense and worsening right lower quadrant pain especially mid cycle and para-menstrual requiring narcotics. She has also had recent trouble with kidney stones and has had recommendation actually by her urologist who has her coils removed secondary to the pain. She has also had two pulmonary emboli and states no diagnosis ever had been made and had not seen a hematologist. The patient's exam at that time was fairly unremarkable. We decided to proceed with an evaluation including an ultrasound and hematology consult, and possibly proceed with an lavh and removal of the fallopian tubes once the workup had been completed. The patient then had the ultrasound performed and the ultrasound was essentially normal. Assessment: the patient with significant right lower quadrant pain in the area of the previous right essure placement and with a history of having had a perforation at the time of placement and then later having a novasure. The patient also had stress incontinence, cystocele, and rectocele, and she has got a history of pulmonary embolus x2. Plan: the patient will undergo an lavh, bilateral salpingectomy, a and p repair, suprapubic tvt and cystoscopy on (B)(6) 2012. Lovenox will be utilized in the postop period. Hsg test as per mr, hysterosalpingogram, (B)(6) 2011 impression: the study demonstrates complete occlusion of the right and left fallopian tubes. Removal details,-postoperative diagnosis: 1. Stress urinary incontinence. 2. Cystocele and rectocele. 3. Right lower quadrant pain rather severe in nature. 4. History of uterine perforation with essure and status post novasure. 5. History of uterine perforation with previous essure placement with suspicion that the perforation actually being in the lower uterine segment posteriorly as there was some scarring noted in this area with no other evidence of endometriosis. Procedure: 1. Lavh. 2. Bilateral salpingectomy. 3. A and p repair. 4. Suprapubic tvt. 5. Cystoscopy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: igraines, pelvic pain, back pain, fallopian tube perforation and uterine haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received, consumer name updated, event onset date updated, concomitant drugs added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain /cramping"), genital haemorrhage ("unusual bleeding"), fallopian tube perforation ("the location of the perforation: fallopian tube") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage in 2007, pulmonary embolism (lenten options of medical therapy secondary to history of pulmonary embolism.) On (B)(6) 2010, absence of menstruation (no menstrual cycle since receiving lupron. No menstrual cycle since endometrial ablation.) On (B)(6) 2010, bleeding menstrual heavy (heavy menstrual cycles with debilitating dysmenorrhea.) On (B)(6) 2010, headache, bipolar disorder, appendectomy, vaginal delivery, biopsy, hemorrhoidectomy, malignant melanoma excision, cervical dysplasia and gravida I. Previously administered products included for an unreported indication: lupron on (B)(6) 2010 and birth control pills. Concurrent conditions included dysmenorrhea (heavy menstrual cycles with debilitating dysmenorrhea.) Since (B)(6) 2010, left lower quadrant pain (right lower quadrant pain) since (B)(6) 2010, drug allergy since (B)(6) 2010, latex allergy since (B)(6) 2010, drug allergy since (B)(6) 2010, vaginal discharge since (B)(6) 2010, body temperature fluctuation (patient experiencing some temperature fluctuations which may be secondary to her last lupron injection.) Since (B)(6) 2011, bleeding breakthrough (2 episodes) since (B)(6) 2011, parity 1 since (B)(6) 2011, reflex sympathetic dystrophy since (B)(6) 2011, flash hot since (B)(6) 2011, urinary incontinence since (B)(6) 2011, migraine headache since (B)(6) 2011, nabothian cyst since (B)(6) 2012, adenomyosis since (B)(6) 2012, kidney stones since (B)(6) 2012, pulmonary embolism since (B)(6) 2012, cystocele and rectocele. Concomitant products included anaesthetics (anesthesia), esomeprazole magnesium (nexium), leuprorelin acetate (lupron), sumatriptan (imitrex) and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain") and back pain ("back pain"). On an unknown date, the patient experienced abdominal distension ("severe bloating"), acne ("acne"), menstruation irregular ("irregular periods /unusual menstrual cycle"), migraine ("severe migraines"), fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with diclofenac potassium, etodolac, sumatriptan, surgery (partial hysterectomy to remove the essure device), surgery (endometrial ablation) and surgery (hysterectomy). Essure was removed on (B)(6) 2012. In 2011, the abdominal pain, genital haemorrhage and back pain had resolved. At the time of the report, the abdominal distension, acne, migraine, fallopian tube perforation and uterine haemorrhage outcome was unknown and the menstruation irregular and pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, acne, back pain, fallopian tube perforation, genital haemorrhage, menstruation irregular, migraine, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: patient had no history of migraine prior to undergoing the implantation of essure start date of essure was changed from (B)(6) 2011 to (B)(6) 2010. Two dates for essure removal was reported (B)(6) 2011(as per pfs) and (B)(6) 2012. Insertion details,-the first implant curled within the opening and was bent, it had not been retracted. It was removed. A second device was placed in the opening and it was bent in the distal portion, it was removed, then panned further to the right and identified the appropriate ostia again and the device was easily placed. There was a defect in the endometrium. Physician did not believe there was a perforation of the uterine cavity based on these two facts. Physician did feel uncomfortable pursuing the endometrial ablation because of the defect in the endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coil properly place and tubes were occluded essure coils were properly in place and that her fallopian tubes were occluded. On (B)(6) 2010, exam: pelvic sonogram. Clinical history and symptoms: pelvic pain on the left side. Post-op essure implants (B)(6) 2010. Ovaries and adnexal findings: right ovary: 2.1 cm in average diameter. Normal in shape and echotexture. Adnexal region: essure implant identified. Left ovary: 2.4 cm in average diameter. Normal in shape and echotexture. Adnexal region: essure implant identified. On (B)(6) 2010, subjective: patient presents today for postoperative evaluation. She is status post essure. Hysteroscopic tubal occlusion. It has been present for same time even prior to her surgery. No bowel or urinary complaints. Ultrasound completed last week was normal. Surgery reviewed. Assessment: I. Normal postoperative evaluation. 2. Abdominal wall pain - rule out hernia. Plan: patient will follow up with general surgery. Endometrial ablation in december. On (B)(6) 2010, assessment: pelvic pain, std exposure, s/p essure plan: pelvic ultrasound cultures and blood work. Patient will only be notified if results are abnormal. On (B)(6) 2010,hcg negative. On the same day exam: pelvic sonogram clinical history and symptoms: pelvic pain on the left side. Post-op essure implants (B)(6) 2010. Patient is scheduled for an endometrial ablation on (B)(6) 2010. Ovaries and adnexal findings: right ovary: 2.1 cm in average diameter. Normal in shape and echotexture. Adnexal region: essure implant identified. Left ovary: 2.3 cm in average diameter. Normal in shape and echotexture. Adnexal region: essure implant identified. On (B)(6) 2010, subjective: patient presents concerned with possible sexual transmitted disease. Red stippled area inside left labia minora. White vaginal discharge last thursday. Assessment: std exposure/vaginal discharge. Plan: genapap submitted. Patient will only be notified if results are abnormal. On (B)(6) 2011, some back pain which may be consistent with ovulation. On (B)(6) 2012, preoperative and postoperative diagnosis: pelvic pain, dub. Procedure: savh, ap repair, suprapubic tvt suspension. Specimen: a uterus with tubes. Final diagnosis: uterus and fallopian tubes, hysterectomy and bilateral salpingectomy (101 grams): a) unremarkable ectocervix. B) endocervix with nabothian cysts. C) area of weakly proliferative endometrium. D) area of nonviable endometrium, compatible with previous ablation. E) extensive adenomyosis. F) right fallopian tube with para tubal cyst. G) unremarkable left fallopian tube. Gross description: the specimen is labeled as uterus and tubes. It consists of a single uterus with attached bilateral fallopian tubes weighing 101 grams. The uterus measures 8.5 x 6.0 x 4.0 cm. The left fallopian tube measures 6.0 by up to 1.0 cm including a somewhat hemorrhagic fimbriated end. The right fallopian tube measures 8.0 by up to 1.0 cm including a somewhat hemorrhagic fimbriated end. The serosal surface of the uterus is pink-tan and smooth. The ectocervix is pink-tan and smooth and grossly normal. The endocervical canal is grossly normal. The endometrial lining is thin. Serial sectioning in the myometrium reveal areas of cystic change filled with blood, present mostly in the posterior aspect. Representative sections are submitted as follows: al anterior cervix, a2 posterior cervix, a3 anterior endometrium/ myometrium, a4 posterior endometrium/ myometrium, a5 sections of cystic areas, a6 section of right fallopian tube, a 7 section of left fallopian tube. On (B)(6) 2012, hpi: patient with gravida 1, para 1, who presented on june 1, 2012 with interesting history of having had an essure procedure 2 years ago, having had a perforation of either the uterus or fallopian tube at that time, having then had a novasure several months later, later having had an hsg revealing tubal occlusion, but said very intense and worsening right lower quadrant pain especially mid cycle and para-menstrual requiring narcotics. She has also had recent trouble with kidney stones and has had recommendation actually by her urologist who has her coils removed secondary to the pain. She has also had two pulmonary emboli and states no diagnosis ever had been made and had not seen a hematologist. The patient's exam at that time was fairly unremarkable. We decided to proceed with an evaluation including an ultrasound and hematology consult, and possibly proceed with an lavh and removal of the fallopian tubes once the workup had been completed. The patient then had the ultrasound performed and the ultrasound was essentially normal. Assessment: the patient with significant right lower quadrant pain in the area of the previous right essure placement and with a history of having had a perforation at the time of placement and then later having a novasure. The patient also had stress incontinence, cystocele, and rectocele, and she has got a history of pulmonary embolus x2. Plan: the patient will undergo an lavh, bilateral salpingectomy, a and p repair, suprapubic tvt and cystoscopy on (B)(6) 2012. Lovenox will be utilized in the postop period. Hsg test: as per mr, hysterosalpingogram, (B)(6) 2011. Impression: the study demonstrates complete occlusion of the right and left fallopian tubes. Removal details,-postoperative diagnosis: stress urinary incontinence. Cystocele and rectocele. Right lower quadrant pain rather severe in nature. History of uterine perforation with essure and status post novasure. History of uterine perforation with previous essure placement with suspicion that the perforation actually being in the lower uterine segment posteriorly as there was some scarring noted in this area with no other evidence of endometriosis. Procedure: lavh. Bilateral salpingectomy. A and p repair. Suprapubic tvt. Cystoscopy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: igraines, pelvic pain, back pain, fallopian tube perforation and uterine haemorrhage. Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs and mr received. Reporters were added. Case was medically confirmed. Patient¿s address was updated. Patient¿s detail, historical condition, historical drug, concomitant disease, concomitant drug, unstructured relevant tests and treatment drugs were added. Unusual bleeding, pelvic pain, back pain, the location of the perforation: fallopian tube and abnormal uterine bleeding were added as events. Start date of essure was changed from (B)(6) 2011 to (B)(6) 2010. Two dates for essure removal was reported (B)(6) 2011 (as per pfs) and (B)(6) 2012. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.